Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source, foreign ¿ event occurred in (B)(6).

Event description:
It was reported that the impactor broke during impaction of the liner. Surgery was not delayed, and the liner seated with no issue. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The handle was returned with a fractured sleeve. The fracture runs circumferential to the shaft, through the dowel pin hole. The shaft diameter is conforming to specification. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.